Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the low-level sensor and the entire pump assembly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the device evaluation, the fresenius fst identified evidence of internal component damage and melting. Therefore, the complaint event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a dry acid 132 gallon unit mixer was leaking from the transfer pump housing. A fresenius field service technician (fst) was called onsite to repair the machine. Upon further evaluation of the machine, the fst discovered internal component damage. The fst stated the low-level sensor wasn¿t recognizing when the tank was empty, and the pump continued running. The pump was running dry and it resulted in internal component damage. The fst found plastic parts that had melted from the excessive rubbing. The fst reported the issue to be mechanical and didn¿t think there were any electrical problems with the mixer. To resolve the reported issue, the fst replaced the low-level sensor in addition to the entire pump assembly. Following the repair, the machine was confirmed to be working properly. Upon their departure from the user facility, the machine was fully operational. The parts were not available to be returned for evaluation.